Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit¿s screen turned off. The unit was triaged and the reported issue was confirmed. Service found the printed circuit and the backlight circuit were bad. The gearbox was also deteriorated and outdated. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported, on (B)(6) 2017, during testing, the unit kept on alarming and the screen turned off. The technician found that the screen could not be read. There was no patient involved.